Event description:
It was reported that one month post implant the atrial lead had high thresholds and was unable to capture at max output. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1888tc lead, implanted: (B)(6) 2011. (B)(4).